Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically? How was the leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was any tissue ischemia observed on either side of the anastomosis? Is the ileostomy temporary or permanent? What is the current status of the patient?

Event description:
It was reported that the patient underwent a low anterior resection, three days later the patient was brought back for complications. The patient had to be operated on and a five-millimeter leak found on the anterior side. The surgeon over sewed to address the issue. The surgeon also created an ileostomy diversion.